Event description:
It was reported that an ilet user experienced high blood glucose, with a highest continuous glucose monitor (cgm) reading of 282 mg/dl for approximately three hours after a supply change and after pausing insulin for a shower. The user entered a breakfast meal announcement after the pause and a lunch announcement as a correction for hyperglycemia. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of user-provided data. Investigation of this case revealed no device problem related to insulin delivery, a usage problem associated with pausing insulin and using a meal announcement as a correction, and involvement of the user interface component. The medical device problem was characterized as an improper or incorrect procedure or method. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.

Manufacturer narrative:
Initial.